Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) device was received for evaluation. The event was not duplicated during testing; however, the device was outside of specifications. (B)(4) device was found to be affected by corrosion and worn components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated. There was no patient involvement; no patient impact.